Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, lead noise with automatic mode switching episodes were observed. The lead was explanted and replaced with no adverse consequences to the patient.